Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was replaced on (B)(6)-2014. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that a critical alarm was heard and was confirmed by telemetry. The pump logs showed one stall occurring on october 21st at 3:12am and recovering at 5:24am. Following that, multiple motor stalls and recovery messages were seen, with the last message being a motor stall recovery on the day of report. At the time of report, the patient had some ¿sniffles, but nothing serious¿. It was noted that reporter planned to contact a neurosurgeon. The device system had been delivering clonidine and morphine. There had been no known interventions performed and the event had yet to resolve as of the previously reported information. Further follow-up was requested to obtain additional information.